Event description:
It was reported by the aci vascular closure specialist that a pt underwent an unk catheterization procedure on (B)(6) 2013. Access was obtained near the bifurcation, below the femoral head. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during the deployment. The device was removed and the pt was converted to approximately 20 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 4.5 mm from the balloon proximal tip. The review of the lhr (lot f1311403) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined.